Manufacturer narrative:
Follow-up with the customer found that the 78-year-old female patient weighing 47.6 kg (104lb) sustained a laceration in the occipital region from the fall. A CT scan was performed and noted "the need for surgery was not detected, and no significant consequences were detected following the injury". The noted laceration wound required two stitches and was reported to have healed, the stitches were removed. An inspection of the device by a hillrom technician found that the lift functioned as designed, noting that the lift and the sling used do not present any anomaly. It is noted, however, that the event has been caused by the use of a sling size that was not appropriate for the patient body size, resulting in the patient slipping forward and hitting her head. The viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care, and rehabilitation. The lift aids in daily transfers of both adults and children. With 3 various lifting height positions, viking m mobile lift gives flexibility for most lifting situations such as lifting to and from a wheelchair, bed, toilet, and floor. The device IFU (7en137107 rev. 5) states: "individual fitting of liko slings and other liko lifting accessories to fit the patient is of the utmost importance for optimal performance and safety when using the lift." In the safety instruction section it is also stated: "before lifting, always make sure that: - the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs" size large liko sling is intended for patients with a weight range of 132lb-265lb (59kg-120kg) depending on the type, a liko medium sling is intended for a weight range of 88lb-198lb (39kg-89kg). A laceration is a disruption of the skin, commonly called a cut, and can have clean straight edges or jagged edges. Treatment is dependent on severity and involves controlling any bleeding and cleaning a covering the wound. Deeper lacerations or cuts may require stitches to stop the bleeding and prevent/reduce scarring. The device inspection ruled out a malfunction, thus the reported fall and subsequent serious injury can be contributed to the misuse of the device (incorrect sling size) by the customer. In this event, the patient required sutures to close the laceration, and to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. Therefore, hillrom considers this event reportable.

Event description:
It was reported that during the use of the liko viking m lift in conjunction with a size large liko sling, the patient fell and sustained an injury. This report was filed in our complaint handling system as (B)(4).